Manufacturer narrative:
No pt injured. In the reported case the bearing point of the pedal of the foot switch became loose. On continued use of the footswitch one or both springs beneath the pedal can fall out of their mounting. As a result of this, it is possible that the pedal comes to rest on the switch and triggers an unintended motion of the operating table. Please note, this filing is the result of a retrospective review of similar complaints related to the defective footswitch. Maquet inc. Submits this report on behalf of the device manufacturing facility. Maquet co provides product failure investigation, analysis and resolution for the device described in this report.